Manufacturer narrative:
There was no device malfunction associated with the inappropriate defibrillation event or patient death. Device evaluation summary: monitors sn (B)(4) and sn (B)(4), and electrode belts sn (B)(4) and sn (B)(4) were returned and evaluated, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: sn (B)(4): 4/15/2015 reuse, monitor: sn (B)(4): 4/10/2015 reuse, electrode belt: sn (B)(4): 4/8/2015 reuse, electrode belt: sn (B)(4): 9/15/2015 reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was nvst. The source of the motion artifact could not be positively identified through the cause and effect analysis. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
Us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. A review of the event determined that the patient was treated ten times between (B)(6) 2016. The lifevest initially detected sinus tachycardia @ 130 bpm with nsvt at 8:37:31 and delivered a 150j treatment on (B)(6) 2016. The post-shock rhythm was sinus tachycardia @ 180 bom with nsvt. Four appropriate treatments were given from 8:38:38 to 8:44:58 while the patient was in vt. The arrhythmias were converted to a slower rhythm. A sixth treatment was given at 8:45:30 while the patient was in sinus tachycardia @ 150 bpm with nsvt. The post-shock rhythm was sinus tachycardia @ 130 bpm with nsvt. An additional appropriate treatment was given at 8:48 while the patient was in vt @ 250 bpm. The post-shock rhythm was sinus tachycardia @ 105 bpm. A non-treatable rhythm was detected at 8:50:04, and the device was shut down at 9:38:06 on (B)(6) 2016. At 4:58:17 on (B)(6) 2016 an appropriate treatment was given while the patient was in vt @ 195 bpm, and the post-shock rhythm was sinus tachycardia @ 105 bpm with nsvt. Two more appropriate treatments was given from 4:58:44 to 4:59:17. A non-treatable rhythm was detected at 5:01:56 and the device was shutdown at 5:19:59. The patient was in the hospital and unconscious during the entire event. The hospital staff was with the patient at the time of the event. Nsvt contributed to the false detection. The response buttons were not pressed during the entire event. The patient subsequently passed away around 6 am on (B)(6) 2016. There was no device malfunction associated with the defibrillation event or patient death.